Event description:
It was reported that there was oversensing on the atrial lead. The atrial lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) outer insulation breached (clavicle-rib crush); full lead returned and analyzed.